Event description:
Customer reported that battery in AED vented violently while stored in a vehicle stored in a vehicle storate box. Customer left AED overnight and discovered device in damaged condition upon return the next morning.cardiac science continues to investigate the reported event. The device is being returned for analyst.